Event description:
The patient was hospitalized to undergo a spinal surgery, but the surgery was cancelled because the patient had pneumonia. The pump delivered baclofen 240 mcg/ml and sufentanil 240 mcg/ml at a dose of 238.43 mcg/day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patients pneumonia was not related to pump or pump therapy. The reporter stated that the patient had poor oxygenation due to a lung disease (co-morbidity). The patient was seen by a pulmonologist healthcare provider (hcp), and was given antibiotics. The patient had alveolar infiltrates that led to pneumonia, which the hcp indicated was not pump related. The patient recovered well and 'is now receiving effective therapy'. The pump was ultimately explanted, as already reported, so that the patient could complete back surgery. It was undecided if the patient would need a new pump implant, as 'the surgery was successful'. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model 8835, serial # (B)(4); catheter model 8598, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter model 8596, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.

Event description:
Additional information: the patient's pump dose rate was decreased from 119.87 mcg/day to 99.93 mcg/day on (B)(6) 2012. The patient's catheter was explanted on (B)(6) 2012 due to the patient undergoing a major back surgery which lasted 12 hours. The surgeon however, left the pump implanted which was running at a simple continuous rate. The health care provider was concerned that the pump was infusing all weekend and she didn't know where the drug was going. An anesthesiologist indicated, it was ok to let the medication infuse into the pump pocket. It was further noted that the pump might be explanted. The patient was currently in an intensive care unit, and was to stay there another day. The patient was to be in the hospital "for a while". The patient had a 2 foot incision. The patient was stable, and "under a lot of pain medication". The hcp recommended oral baclofen. The patient was receiving 0.416 ml/day of drug subcutaneously.

Event description:
Additional information: it was reported that the pump and catheter were explanted. The pump was removed "1 to 2 weeks" prior to the report. It was reported that the patient was having back surgery and the catheter had to be removed so it was decided that the whole device system be removed. The exact date of pump explant is unknown.